Event description:
It was reported that the procedure was performed to treat a mildly tortuous lesion in the internal carotid artery. The emboshield nav6 embolic protection system (eps) was advanced past the lesion; however, before the filter was deployed, the eps was being repositioned and the distal part of the barewire separated into two pieces. The eps was removed as a unit, but the distal separated barewire portion had to be removed with a snare. The procedure was successfully completed with a new emboshield nav 6 eps. There were no adverse patient sequela and no clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined that the reported difficulties were due to circumstances of the procedure. It is likely that during the attempt to reposition the embolic protection system (eps) in the vessel, the barewire tip became compromised resulting in separation. As a result, unexpected medical intervention was required to remove the separated tip using a snare device. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.